Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a pericardial effusion (pe) occurred after transseptal puncture, while doing a final pe sweep prior to removing the tee probe. It was reported that pe occurred when the versacross rf wire was advanced and retracted during transseptal. The pericardial effusion was located at the right ventricular (rv) after the procedure was completed. Thus, the physician performed pericardial tap. The patient was admitted to hospital beyond standard of care, did fully recovered and it was discharged (date unknown). The device is not expected to be returned for analysis, since it was discarded. The patient was not under warfarin nor antiplatelet drugs at the time of the event.